Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number(s) h12k09112 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Dianeal therapies were ongoing. The patient experienced peritonitis and was hospitalized on the same day for the event. Treatment for peritonitis included vancomycin ip (dose and frequency not reported) and ceftazidime (dose, route and frequency not reported). The patient was discharged from the hospital. The nurse stated that there was no break in the system but the patient had symptoms. The patient was recovering from this peritonitis event. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Same patient as (B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.